Event description:
The customer contact reported that the device touchscreen was non responsive. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device powered on normally and passed the self test. It was observed that the keys on the touchscreen were out of alignment, and the lower right portion of the touchscreen was not responsive when keys were pressed. A visual inspection found dry contamination due to fluid ingress on the touchscreen bottom connectors and front bezel. The probable cause of the customer reported nonresponsive touchscreen was due to fluid ingress. Contamination on touch screen caused by fluid ingress can alter the characteristics of the touch screen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.